Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. No physical damage at reservoir tube lip noted. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic ring where the reservoir goes into was breaking in the insulin pump itself. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the reservoir was able to lock in place. Customer stated piece of glass fell out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.